Event description:
I had intra-lasik surgery, I was told of some of the risks, my pupil size was 8mm. The software only went out to 7mm my dr said, my pupils were just a little too big, but could still do the surgery, I might have some glares, halos around lights, trouble at night, and yes I do have these problems even in the daytime, the dr had my family history, which included my mother having fuch's dystrophy. I did not have fuchs dystrophy, before the surgery. It started after the surgery. My dr said that I was getting small black bumps on the back of my cornea, then it only got worse. This was the gutta starting, I told him my mom had fuch's, and he said that was what I had. I asked him if I had this before the surgery, and he said he did not know. I have seen an article from a dr, in utah, that did a study on people with fuch's that had intra-lasik surgery. It can cause premature onset of fuch's. This dr has said that the fuch's is getting worse. I have had several other opinions and the fuch's is getting worse. I know a lot of people have side effects but do not take the time to report it to the FDA, I hope you please investigate these problems.